Event description:
It was reported that an intravia container was found to have plastic particles floating inside. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The used device was received for evaluation filled with solution. No particulate matter was observed during visual inspection. The solution was emptied from the bag through a filter, and no particulate matter was observed. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.